Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, other company balloon has rupture . The cs300 intra-aortic balloon pump (iabp) unit balloon leak and that blood may have entered the device. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse checked the inside of the equipment (sensors, tubes, crm, fill manifold, etc.), and no blood stains were found by visual inspection and wiping with a cotton swab. Operation inspection carried out.